Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged that after testing a patient with the accu-chek safe-t-pro lancet, a lancet fragment remained in the patient's finger. The patient was stuck with the device and it was noted that the finger was bleeding more than normal. The patient felt a "small object" in his left ring finger. Two staff members helped to clean his finger and a small shard of metal was pulled out of the finger. Staff members assessed the patient's finger to see if any more metal was in his finger. The patient stated his finger felt better but there was a small bruise. An x-ray of the finger was ordered. The results of the x-ray are not yet known. No other treatment was required. The device was requested for investigation.

Manufacturer narrative:
Customer stated x-ray results came back negative, all metal had been removed from the lancet puncture site. Investigation is still pending device return.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.